Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer stated that the arm of the chair that was sitting in may have pressed against the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted on the pump. The pump passed the displacement test, and all buttons functioned properly. However, the pump had moisture on the dome switches, a cracked reservoir tube lip, and minor scratches on the lcd window.